Event description:
Based on additional information received on 05-dec- 2017, this case was upgraded to serious as an important medical event of device malfunction was added. This unsolicited case from united states was received on 05-dec-2017 from a nurse. This case concerns a female patient (age not provided) who received treatment with synvisc one injection and after 1 day had so much pain and could barely stand. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: may-2020) in both knees for knee pain. On (B)(6) 2017, 1 day after the injection, patient was in so much pain that she could barely stand. Also reported that the patient went to emergency room. Corrective treatment: not reported for so much pain and could barely stand. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 05-dec-2017 and 13-dec-2017 (both the information was processed together with clock start date of 05-dec-2017). The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 5-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain and difficulty standing. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.